Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with inferior vena cava (ivc) occlusion infrarenally with the clot extending to the renal veins and significant right common iliac, external iliac and common femoral vein clot was scheduled for ivc filter placement. Access was gained to the right internal jugular vein and a venogram demonstrated patent renal veins. The filter was then deployed right below the right renal vein. Following filter deployment, the patient was placed in the prone position and the right popliteal vein was accessed. Mechanical thrombectomy and thrombolysis of the ivc and iliac venous system was performed. An infusion catheter was placed from above the filter to the mid portion of the right femoral vein and an 8 french sheath was secured in the popliteal vein. The patient tolerated the procedure well and was sent back to the intensive care unit in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment that the filter was allegedly tilted and embedded in the ivc wall. Despite multiple attempts to retrieve the filter, the filter was unable to be retrieved. There was no reported patient injury.